Event description:
On (B)(6) 2021, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra smart meter read inaccurately high. The complaint was classified based on the customer care agent (cca) documentation. The patient alleged that the subject meter started displaying inaccurate high readings on (B)(6) 2021, at an unspecified time. The patient obtained an unspecified high blood glucose reading on the subject meter. The patient usually manages her diabetes with insulin (type unspecified - 40 units in the morning, another dose during the day depending on the readings and 40 units at night) and stated that she took an unspecified increased dose of insulin in response to the alleged issue. At an unspecified time after the alleged occurred on (B)(6) 2021, the patient claimed she ¿passed out¿. The emergency medical services (ems) brought the patient to the emergency room after she was found on the ground. The patient was told that a blood glucose reading of ¿28 mg/dl¿ was obtained by the ems on an unspecified meter. The patient stated that she does not recall exact details of the treatment she received as the patient was "out for a few days". At the time of troubleshooting, the cca established that the subject meter has reached its end of life (eol). The cca noted that the subject meter was already replaced on (B)(6) 2017. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after using the product and reportedly received hcp treatment. The subject meter could not be ruled out as a cause or contributor to the event.